Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8590-1, lot# n0055363, implanted: (B)(6) 2006, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving compounded baclofen (2500 mcg/ml at 1298.7 mcg/day) and morphine (2.5 mg/ml at 1.2987 mg/day) via an implanted pump. The indication for pump use was intractable spasticity and cerebral palsy. The patient's medical history included head injury. Concomitant medications included eye drops for glaucoma. A pump motor stall was seen on pump interrogation. The event logs indicated that the pump motor stalled (B)(6) 2015 at 12:06; there was no pump recovery in the logs and no other stalls were seen. The patient did not recently have an MRI. The critical pump alarm was audible. The patient was at home when the stall occurred. The patient was asymptomatic. The pump was replaced. During the pump replacement procedure, the physician was able to easily disconnect and evacuate the catheter withdrawing a cc of medicine/spinal fluid. There was no visible occlusion or blockage in the catheter that might have precipitated a motor stall in the pump. At the explant, when the old pump was interrogated, it was in stopped pump mode(pump shut off for 6 hours and 24 minutes) and the logs revealed a motor stall occurred around noon. All of the dosing was wiped out. Under the direction of the physician, the old dosing pattern was re-entered, the pump was updated and restarted. Within minutes, the pump began alarming again. The issue was resolved. The patient status was reported as "alive-no injury".

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft-bearing.

Event description:
Additional information later received reported that it was unknown what other medications the patient was taking at the time of the event. It was reported that the catheter was patent when asked what troubleshooting was performed related to the motor stall. The cause of the motor stall was not determined.